Event description:
After removal of the sheath they noticed that the tip radiopaque segment was torn. The product was removed intact with nothing left in the pt. But a tear on the sheath itself caused a tear on the vessel when they were removing it.